Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump is not delivering correctly. Caller stated patient began experiencing elevated blood glucose levels in the 300-500 mg/dl range two weeks ago; was self-treating with boluses. Caller reported patient experienced high blood glucose level for 2 days and while at her doctor's appointment the doctor called an ambulance who took her blood glucose reading at 400 mg/dl; took her to the hospital where she was admitted to the ICU and received IV insulin and transfusions for anemia. Upon discharge, caller stated patient's blood glucose went above 300 mg/dl again; self-treated without success. Caller reported patient switched to back up pump and blood glucose levels returned to normal. Requested return of the alleged device and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.